Event description:
A patient reported blood glucose results of 18.0 with a lifescan meter and 14.0 mmol/l on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Note: customer just had a liver transplant and is on prednisone. Pharmacy had mentioned that the prednisone is causing customer's blood sugar levels to fluctuate.